Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10114352). The navitor was implanted at a depth of <3mm. At an unknown point after deployment, the valve migrated upwards. Snaring was attempted and a second navitor was prepared, but ultimately it was decided to perform valve replacement surgery to avoid coronary obstruction risk. A non-abbott bio-avr was surgically implanted successfully. The patient was reported to be stable.

Manufacturer narrative:
H6 health effect - clinical code 4582 was removed. 2422 obstruction added health effect - impact code - 4641 added. An event of device migration, obstruction, hospitalization, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported partial obstruction appears to be related to the device migrating; however, the cause of device migration could not be conclusively determined. It is possible patient condition (horizontal aorta) contributed to the device migration. However, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as an attempt to snare the device was performed. It should be noted that per the instruction for use (IFU), artmt600163776 rev. C, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ the reported surgical intervention and prolonged hospitalization was a result of case-specific circumstances as the device was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the patient was reported to be stable and remained hemodynamically stable throughout the procedure. In the physician's opinion, the valve was placed too high thus resulting in the pop out.